Event description:
Pt was extubated at 1209 and transitioned to non-invasive ventilation (niv) mode (on 20 parts per million (ppm) inhaled nitric oxide (ino)) at 12:11. Upon tightening the mask, at 12:17 vent alarm showed error technical fault (tf):5507. The alarm then cancelled itself out and was triggered 3 more times at 12:18. However, the alarm then reset itself and patient lasted on niv mode for about 4 hours with no other triggers. Pt remained hemodynamically stable and was not compromised. Had the alarm continued, pt would've required transitioning to nasal cannula with the nitric oxide set up which then would have delayed post lung transplant protocol. This device was brought down by respiratory therapy (rt) staff to the biomed department with a red tag that stated "tf 5507 alarm". This is a newly purchased device deployed for patient use about a month ago. Hamilton medical technical support was contacted. Tf 5507 is a technical fault which relates to either a defective air mixer valve or a defective pressure sensor board as per hamilton medical g5 service manual version en. 624093.06 version en. 624093.07. Vent hours:152. There was no interruption in ventilation with this error code and the ventilator did not fail to deliver the ordered ventilation. There was no patient harm. Manufacturer response for ventilator, (brand not provided) (per site reporter). Root cause analysis (rca) will be performed by hamilton medical technical team.